Event description:
Device malfunction: failure to split sheath. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after connecting the exchange sheath to the clip applier, the plunger was depressed to deploy the locator wings and initiate splitting the sheath. It was noted that the sheath did not split and became "scrunched up". The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.